Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing. No physical damage noted. Derive support cap look normal.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that drive support cap was being loose and having come out of the insulin pump slightly. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.